Manufacturer narrative:
The reported failure to disconnect was confirmed. The device was returned, and the analysis revealed that the physician completely stripped the atrial setscrew. This was caused by the user's incorrect use of the torque wrench. The wrench was not being aligned, so the wrench tip could drop into and fully engage the setscrew inset to untighten the setscrew. No device anomalies were found.

Event description:
It was reported that the patient presented in the clinic with atrial and right ventricular (rv) lead dislodged due to the patient's anatomy. The physician decided to re-position the leads. During the procedure, the atrial and rv lead failed to disconnect from the pacemaker's header. The physician forcefully unscrewed the screw to separate both leads from the header. The physician decided to replace the pacemaker. The pacemaker was explanted and replaced and the atrial and rv lead was re-positioned during the procedure on (B)(6) 2024. The patient was stable throughout.